Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. No problems with the light guide tube were found. Evaluation did find the distal end adhesive was lifting and the scope connector had water ingress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus engineer reported on behalf of the customer that when using a colonovideoscope, the light guide tube was damaged. The event occurred during maintenance. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, an e315 unsupported scope error message was displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.